Event description:
Customer reports the following: biomed reported pump problem alarm. Pins were cleaned and ran test infusions, error returned. Waiting for biomed to power on pump to get logs. Biomed confirmed did a full power down and alarms continued and confirmed no patient harm. Preliminary review indicates that this was due to a valve 1 actuation failure. This did not stop an active infusion. Fresenius kabi is reporting due to the referenced technical issue as a conservative measure; no adverse event reported. More information is needed to complete the investigation.

Event description:
Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve actuation failure for valve 1. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing.